Event description:
The customer reported that during set up of the unit prior to use on a pt, the unit displayed an "electrical test fails, code #50" message and had a constant alarm tone. The pt was switched to another unit and therapy was initiated. No pt injury was reported.